Manufacturer narrative:
The doctor had to cut off the crown, take a new impression and have a crown re-made. Upon the patient's return visit, the doctor re-cemented a new crown for the patient, without further incident. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that the cement was setting up too quickly for a patient causing their crown to not be fully seated.